Event description:
It was reported that during sterilization process after the case the device had a bent pin. At product evaluation investigation the it was found that device comb was damaged. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the comb was damaged. The comb and carrier guide were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.